Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer was hospitalized for heart related issues that were not related to the pump, supplies or diabetes. Due to the heart related disease, the customer's blood glucose (bg) level was 500 mg/dl. The customer was treated with an intravenous insulin drip and potassium. The high bg was resolved.